Event description:
The patient had swelling in their back at the catheter site. Fluid was noted around the catheter site via examination/palpation. Approximately 8cc of serosanguineous fluid was aspirated. On (B)(6) 2007, the csf leak was repaired and the catheter was surgically repositioned; it was pulled back 1.5-2.0 cm. On (B)(6) 2007, the patient was prescribed bactrim ds x7 days. On (B)(6) 2007, fluid was again drained. The pump was checked under fluoroscopy with contrast on (B)(6) 2007; the catheter was intact. It was noted that the seroma was likely spinal fluid leaking thru the fascia up to the subcutaneous tissue. On (B)(6) 2008, the catheter was surgically revised; a small amount of spinal fluid was noted in the incision, the catheter was spliced and purse strings were placed in the previous catheter tract. The patient recovered without sequela as of (B)(6) 2008. The severity of the event was considered to be "mild".

Manufacturer narrative:
(B)(4).